Manufacturer narrative:
Reported events of stent migrated and stent occluded with debris. E7016 wallflex biliary fc benign stricture. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted during a biliary stent placement procedure on (B)(6) 2011 as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient had a liver transplant in (B)(6) 2010. On (B)(6) 2011, liver function tests were performed. On (B)(6) 2011, a pre-study stent placement cholangiogram revealed a proximal biliary stricture. A baseline biliary obstructive symptoms assessment was performed and no symptoms were noted. On (B)(6) 2011, the patient underwent biliary stent placement for the proximal biliary stricture. A sphincterotomy was performed prior to this procedure and the stricture had been previously dilated with a plastic stent. The previously placed plastic stent was not removed prior to study stent placement. A sphincterotomy was not performed during the stent placement procedure. The stent was deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2011, the patient underwent the per-protocol study stent removal. During the procedure, it was noted that the stent had an almost total distal migration due to complete stent obstruction by debris. The stent was removed without performing a pre-study stent removal cholangiogram. The study stent was removed endoscopically without issue. A post-study stent removal cholangiogram showed normal bile without residual stricture. The site has not reported any complications or events associated with the stent migration.